Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Additionally, it was reported that the pump shut off unexpectedly. Customer's blood glucose was approximately 259 mg/dl. Customer successfully resumed insulin deliveries.

Manufacturer narrative:
D4: model number, serial number.